Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device experienced a sudden cardiac arrest (sca) and received therapeutic shocks from the implanted device. The initial 31 j shock was unsuccessful in terminating the arrhythmia; however, a subsequent 41 j shock successfully converted the arrhythmia. Following the event, the physician directed the representative to reprogram the first shock energy to 41 j. Review of the episode indicated that the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. However, the impedances recorded during the delivered therapeutic shocks were within normal limits. The current theory is that the higher-voltage shocks may have bridged a gap associated with an underlying system integrity issue. Technical services (ts) advised that the available data only confirms an integrity compromise involving the svc portion of the defibrillation circuit. This device currently remains in service. No adverse patient effects were reported.